Event description:
In this event it was reported that a propex ii apex locator provided incorrect measurements; event outcome is unk as of this MDR eval. However, there is no indication that injury resulted.

Manufacturer narrative:
While there is apparently no report of injury in this event, there has been a previous report received within the past two years involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This event will be reevaluated, as appropriate, if further info becomes available. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.